Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella 5.5 support experienced thrombocytopenia and blood products was administered. The patient also had intermittent rate controlled atrial fibrillation and amio was given. It was further reported that the patient had a hematoma at the right axillary artery requiring a washout. The patient continued to be stable and was explanted as planned.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure modes has been completed. No product was returned for investigation. Paroxysmal atrial fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Hematoma: the root cause of the injury was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Thrombocytopenia: the cause of the thrombocytopenia was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.